Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had an ipg replacement. The rep received an end of life message on both the clinician programmer and the patient's controller. The patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was established post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.